Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. The pressure transducer printed circuit board (pcb)was replaced to resolve the issue. The reported ventilator work according to specification again after the reparation. The provided service report confirm the reported issue. However, despite several reminders we didn't receive the replaced part for further investigation. The conclusion is the pressure transducer pcb was the cause of the issue. However, the root cause for the pressure transducer pcb failure could not be established. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
Manufacturer's ref. #: (B)(4).